Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to supraventricular tachycardia (svt). Upon review the subcutaneous electrocardiogram (s-ECG), it was noted noise which was suspected to be caused by connector connection area. An xray was performed, and it was confirmed that the connector was properly connected. Subsequently, a revision procedure was performed and the device was explanted and replaced, while the electrode remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to supraventricular tachycardia (svt). Upon review the subcutaneous electrocardiogram (s-ECG), it was noted noise which was suspected to be caused by connector connection area. An xray was performed, and it was confirmed that the connector was properly connected. Subsequently, a revision procedure was performed and the device was explanted and replaced, while the electrode remains implanted. No additional adverse patient effects were reported.